Event description:
Motherboard error message was reported. There was no patient contact or injury. There was no patient prepped for surgery, no revision/medical intervention, and no delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 08sep2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cam02 monitor was verified as performing to specification. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The DHR review confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. There is no service history for cam02 monitor serial number (B)(4). The review encompassed from dates 27-jun-15 to 08-sep-16. A total of 137 complaints were reviewed of which this complaint is the single complaint which contained the search criteria. Additionally the review verified this complaint is the single complaint initiated for cam02 monitor serial number (B)(4). Since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification, no root cause can be established.